Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water, auxiliary washing, balloon, and the forceps elevator channel. During manual cleaning, the customer used aniosyme x3 detergent and olympus single-use combination cleaning brush to brushes the operating channel, the suction pistons/cylinders, balloon channel and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using aniosyme x3. For automated endoscope reprocessor (aer) treatment, getinge endoscope reprocessor along with poka-yoke dlc detergent and aperlan a and b disinfectant was used. The scope was stored horizontally placed and olympus is the customer¿s maintenance company. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for 45 colony forming unit (cfu) of unspecified micro-organisms. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use on (B)(6) 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's evaluation and final investigation. A correction is being made to include additional testing of the scope. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following items were confirmed from evaluation: ccd (charged coupled device) cover lens glue discoloration. A-rubber (bending section cover) glue separated; connecting tube scratch; key top 1 incised, cuts; angulations are out of specification; probe unit piezo elements defective; image problem; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The device was also tested on (B)(6) 2022 and was found positive for the following: aspiration channel: 89 colony forming unit (cfu) of enterobacter cloacae and citrobacter freundii. Suction channel: 75 colony forming unit (cfu) of enterobacter cloacae and citrobacter freundii. Biopsy channel: 31 colony forming unit (cfu) of enterobacter cloacae and citrobacter freundii.